Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to MFR: the device was returned for analysis. Device analysis revealed that a kink in the sheath assembly from femoral marker to the proximal end and a kink in the telescope assembly from femoral marker to the proximal end. A damage/marker flakes off was observed in the femoral marker. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on 17-dec-2016. It was reported that lost image occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for us. During the procedure, lost image occurred. The procedure was complete with another opticross imaging catheter. No patient complications were reported and patient's status was good. However, device analysis revealed a damage/marker flakes off in the femoral marker.